Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 500 mg/dl. Caller stated that customer was admitted to intensive care, diagnosed diabetic ketoacidosis. Customer experienced nausea and vomiting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.